Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator had an erratic top display. Malfunction did not occur during pt use. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) and liquid crystal display (lcd). The unit passed extended self-testing.